Event description:
The patient / lay user contacted lifescan (lfs) in 05 alleging that his meter did not power on. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. Approximately six weeks ago, the patient was taken to the hospital because his meter would not power on. The patient was weak and could not walk. Prior to going to the hospital the patient took metformin and glucovance. The reading in the hospital on the physician's meter was in the 500's. The patient was treated with 2-3 shots of insulin a day. The battery was replaced less than a year ago, was installed correctly and the battery contacts were in good condition. No further clinical information was provided. It would have been important to know the patient's diabetes regimen, how long the meter did not power on and how long the patient was in the hospital. Customer care agent (cca) sent the patient a replacement meter.